Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer able to successfully clear the alarm. Customer did not receive a request to rewind pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer alleged the pump having pump error 63 after self-test. Thus, software was utilized and downloaded trace/history files properly. Unit passed displacement and self-test. No unexpected pump error 63 noted during testing. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. However, pump error 63 alarm (variable 3) line number = 367 file number = 37, on (B)(6) 2021 15:51:24. Confirmed in the pump history. Used a test keypad assembly and performed the self-test and no pump error 63 alarm and the audio tone volume functioning properly. Perform visual inspection on the u1 keypad traces and found broken trace at u1 pin 6. No moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. Unit had cracked battery tube threads, cracked case corner of belt clip rails, label damage. Unit p-cap / test reservoir lock in place properly. In conclusion, pump error 63 alarm (variable 3) confirmed in the pump history due to broken trace at u1 pin 6 (sda) on keypad assembly. (B)(4).